Event description:
Olympus was informed that the referenced device has never been reprocessed in high-level disinfectant. The users reportedly would clean the scope with alcohol only and placed it back into storage after each usage.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report with no success. An olympus endoscopy service specialist contacted the customer to schedule an in-service but as to date, there was no response heard. No product was returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.